Event description:
The customer reported that one prong appeared to be loose. Upon receipt at medela qe evaluated the transformer and found that the housing was breached.

Manufacturer narrative:
Upon receipt of the product an evaluation showed that the housing was breached, exposing internal electronics, which is a safety risk. Currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing is breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not able to be plugged in for testing due to the prongs being damaged.